Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead was explanted. When the rv lead was explanted, exposed conductors were noted. No electrical anomalies were seen. There were no adverse health consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.4 cm was returned for analysis. External insulation abrasions breaching the re cable lumen were noted at 14.7 ¿ 16.3 cm and 15.6 ¿ 16.3 cm from the distal tip, consistent with lead friction to another device or feature of the patient's anatomy. The etfe coating of the re cables was abraded at these locations. Internal insulation abrasion was noted at 36.8 ¿ 38.4 cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion breaching the re cable lumen was noted at 42.5 ¿ 42.6 cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. The insulation abrasions are consistent with the observations from the field of exposed conductors.